Manufacturer narrative:
Batch review performed on 27 november 2018: lot 175315: (B)(4) items manufactured and released on 09 january 2018. Expiration date: 2022-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: hip revision surgery occurred 8 months after implantation in a (B)(6) year old woman. According to the report an undetected intraoperative fracture may have occurred reducing primary stability of the stem. Intraoperative fractures in an elderly woman with low bone density are possible adverse events of femoral preparation and can be the reason of this failure.

Event description:
The patient had avascular necrosis on the femoral head (after cannulated screws for sub capital fracture): on (B)(6) 2018 the surgeon performed an amis thr and since then, the patient started complaining of pain. The suspected infection was not confirmed by the pathology results and xrays showed a loose stem with marked periosteal reaction and radiolucent line all over the stem. Surgeon suspects that during the primary surgery there was a missed crack in the femur causing the stem not to integrate and periosteal reaction. About 8 months after primary a revision was performed through amis approach due to stem loosening: it was successfully completed implanting a quadra revision.